Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was defective. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: none of the 8mm instruments listed involved any sign of sparking, arcing, or thermal damage, and no physical damage was involved or reported at the distal end.